Event description:
Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation following an accident (B)(6) 2016. Reprogramming was attempted to no avail. Subsequently, x-rays were ordered to further evaluate the issue. Follow-up identified additional reprogramming was unsuccessful. As such, surgical intervention was undertaken during which time the lead was explanted and replaced due to damage acquired during the procedure.